Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were replaced to resolve the issue. The device was retested and passed all testing. No further investigation is required.